Event description:
It was reported that in the patient's room, two days after the catheter was placed in the patient's femoral vein, a leak was found approximately 50cm from the tip. As a result, a new kit was opened and the catheter was replaced without issue. There was no reported delay, death, or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.